Event description:
It was reported by service report that the bed extender cable was broken causing the footboard to be non functional. It is unk if there was pt involvement or adverse consequences occurred.